Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported via medwatch report number mw5090456 that the blade broke in 2 pieces at the mount. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using a back- up blade.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product not available.

Event description:
It was reported via medwatch report number mw5090456 that the blade broke in 2 pieces at the mount. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully using a back- up blade.